Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Event description:
It was reported that this right atrial (ra) lead had fracture. This lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had fracture. The lead was exhibiting impedance issues. This lead was explanted and will be returned for analysis. No additional adverse patient effects were reported.